Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation with rapid ventricular response that was detected by the device as dual tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there were no anomalies found.